Manufacturer narrative:
Exemption number e2017043. (B)(4).

Event description:
During a surgery using the mazor x system at kaleida health (us) on (B)(6) 2018 (reported to mazor on (B)(6) 2018), the system failed to register. Consecutive attempts to do so resulted in prolongation of surgery by more than an hour. Eventually the use of the mazor x was aborted in this case and the surgeon completed case free hand with navigation.